Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler and the patient¿s ventral hernia which required surgical repair and subsequent transition to hemodialysis therapy. However, there is no reported allegation nor any objective evidence which indicates a liberty cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Patient¿s on pd therapy are at risk for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis. The patients pd nurse reported the patient¿s hernia was believed to be associated with the physiological aspects of pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient had complications surrounding a hernia. During follow-up, the pd nurse reported the patient began pd therapy in (B)(6) 2017. It is unknown if the hernia was pre-existing. Per the nurse, the hernia occurred on (B)(6) 2018 while on pd therapy. The nurse reported the patient had a ventral hernia which was incarcerated (incarcerated bowel) which required surgical repair. Additionally, the patient was switched to in-center hemodialysis (hd) therapy and the patient has since remained on hd. The nurse stated the hernia is not suspected to be related to any malfunctions with the cycler or any other fresenius product. There were no instances of increased intra-peritoneal volume (iipv) related to the hernia, according to the nurse. The nurse reported the hernia is believed to be associated with the physiological aspects of pd therapy. The patient has reportedly recovered from the hernia event. Moreover, the nurse reported the patient has diabetes mellitus which was associated with the patient having difficulty controlling blood sugars on pd therapy; not related to any issues with the cycler or any other fresenius product.

Manufacturer narrative:
Correction: a1, a2, and a3 were missing patient information in initial report.